Event description:
It was reported that during a wisdom tooth removal, the bur broke along the shank. It was also reported that no pieces fell into the surgical site. It was further reported that another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
Device not returned to MFR for evaluation as yet. It was reported that the device allegedly involved in this event was reused. This device is a single use device.